Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the pump alarmed for an occlusion, the nurse flicked the tubing to check for air and the tubing burst open. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.